Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during visual inspection, staff identified opaque, white, round-shaped particles slowly falling within the solution of nine cassettes. There was no patient involvement.